Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For clarification, it was reported that the device cut and stapled, however it was also reported that there were no clamps in the anal cavity, neither the cut piece not the stapler. This is not clear. Please explain. Did the device fire, however no staples were deployed? Did the device staple and cut, however there were staples missing from the staple line?

Event description:
It was reported that during a hemorrhoidectomy procedure, the stapler cut and stapled. It was verified that there were no clamps in the anal cavity, neither the cut piece not the staple. The rest of the procedure the surgeon did it with suture. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n5485e. The analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition accessories were received. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.